Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for the past six months from the event date, it was found no irregularities. This type of the event is most likely related to the operator's technique. Omsc assumed that the probe broke off due to either of followings; based on the past similar cases, it was known that the probe was damaged when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut), besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain procedure, the subject device was used. Probe damage error occurred. The doctor continued to use the subject device, and the probe of the subject device fell off inside the patient. The fallen probe was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.